Manufacturer narrative:
Medical device expiration date: n/a. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 2282281. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Device not returned for evaluation.

Event description:
It was reported that while using a bd ultra-fine&#10249;nsulin pen needle, the needle broke off in the consumer's arm. The consumer had had an x-ray, the broken needle was removed surgically, and she received five sutures.

Manufacturer narrative:
On 10/7/2015, the consumer returned a note requesting medical reimbursement and her medical bill. This information provided the consumer's date of birth was and gave additional follow-up appointment dates the consumer had with a doctor. Date of birth: (B)(6) 1946. Describe event or problem: the consumer stated that she was having "a lot of trouble" with her arm and was at the doctor's on (B)(6) 2015.

Event description:
On 10/7/2016, the consumer informed bd that she was having "a lot of trouble" with her arm and was at the doctor's on (B)(6) 2015.